Event description:
It was reported that when removing the safestep huber needle set from the port body, the base could not secure the needle tip and slipped off from the needle. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was confirmed. The product returned for evaluation was one 22ga x 1¿ safestep safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was completely detached from the needle shaft and was received loose. The metal sleeve was located within the plastic collar of the safety. Microscopic inspection of the detached safety mechanism confirmed that the metal sleeve was present. Deformation was observed along the inner edge of both the sleeve and the plastic collar. Microscopic inspection of the needle revealed longitudinally aligned scoring marks along the shaft. The needle od and metal sleeve ID were measured and found to be within manufacturing specifications. The needle bevel angle was measured and found to be outside of manufacturing specifications. The reduced bevel angle was replicated by forcefully removing the safety mechanism of a non-complainant device. The deformation, scoring marks and reduced bevel angle were all consistent with forceful removal of the safety mechanism, suggesting that sufficient force was applied during device removal to cause the safety to become detached. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when removing the safestep huber needle set from the port body, the base could not secure the needle tip and slipped off from the needle. There was no reported patient injury.